Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced a keypad delay of about three seconds. The cause was determined to be a failed processor printed circuit board. The processor printed circuit board was replaced.

Event description:
During baxter's eval of a spectrum pump, the device experienced a delay in keypad output. There was no pt involvement.